Event description:
It was reported that during a lap gastric bypass procedure, after the second firing on the pouch creation, the surgeon noticed there were some unformed staples visible. Surgeon said they were at the proximal end of the staple line (second firing). The case was completed with the returned device. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.